Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported feeling dizzy with vomiting and a racing heart while wearing the pod longer than 48 hours on their abdomen. Their blood glucose level rose to over 500mg/dl (reading high on glucometer). They sought medical attention at the emergency room where they were diagnosed with diabetic ketoacidosis and the medical provider treated them by having them eat carbohydrates, liquids and insulin (unspecified dose). They were discharged after four hours. The patient confirmed the cannula had been inserted into the skin and the pink slide moved forward, however after removal noticed the cannula was bent.